Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the electrical safety is failing at the proximal port and patient outlet port. The system was not in clinical use; there was no reported harm to patient or user. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. During troubleshooting it was confirmed that device was having high ground resistance. To resolve the issue, the grounding pins were cleaned to lower the resistance. The system works as specified post this action. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.